Manufacturer narrative:
While on the phone with dario's representative, the user reported that he opened a new cartridge of strips with a different lot number and his issue of inconsistent bg readings persists. The user stated that he was driving and could not troubleshoot at that time. Additional attempts to follow up with the user were made, however, no response has been received to date. There is not enough information available to further investigate this case. Therefore, no resolution is available.

Event description:
On march 5th, the user contacted dario to report inconsistent blood glucose (bg) readings. The user stated that five days prior, his bg readings on his dario meter changed by 30 mg/dl to 40 mg/dl without the user having changed his diet or exercise. The user also reported that he perfomed consecutive bg tests sixty seconds apart using the same finger prick and he received bg readings that were 10 mg/dl to 15 mg/dl less. Furthermore, the user also stated that he performed these bg tests three times in the past two days and received a bg reading of 159 mg/dl on the first test and 129 mg/dl on the third test.